Event description:
It was reported that the patient¿s stimulation was ¿really high¿ and she had a lot of pain ¿where the box was.¿ the patient saw the health care provider (hcp) on (B)(6) 2013 and was ¿reset¿ but still had pain. The patient went to the emergency room (ER) on (B)(6) 2013 because of the pain and stimulation being ¿so high.¿ an x-ray was taken but the patient¿s leads had not moved. The patient¿s symptoms began after she ¿fell forward about a week¿ prior to the report. The patient went to play slot machines ¿about a week to week and a half¿ after implant and that was when she had the sensation that her stimulation was high. The patient had not turned off her device even after her health care provider (hcp) suggested it. The patient stated that the device helped with her bladder and bowel during the day. The patient did turn down her stimulation to 1.4 volts from 1.6 volts but still reported pain and too high stimulation. The patient turned off stimulation during the report and still felt pain at the implant site but did not report too high of stimulation during the report. The patient then turned the voltage down to 0.0 and gradually increased. The patient felt stimulation in her right leg ¿near the top¿ at 1.5 volts. It was later reported that the patient was still having concerns and had an appointment scheduled for (B)(6) 2013. Additional information stated the patient had an injury and a loss of therapeutic effect. It was stated the patient had ¿severe major falls¿ that started happening months back from the time of report. Reportedly the patient had fallen back into a bathtub and their ¿pain went crazy¿ the week prior to report after they saw a manufacturer representative at the doctor¿s office. It was noted the patient was told there were two leads in there that weren¿t working like they were so they went to turn the other two leads up to make up for it but the patient didn¿t like that at all. It was stated the patient saw their representative the week prior to report and the patient stated they had them ¿going through different stages and the pain went crazy, it¿s like its effecting my nervous system.¿ reportedly, the patient stated that "it hurts real bad where it was placed, and I can feel inside of my body that something is wrong".

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v508978, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# v508978, implanted: (B)(6) 2013-03, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation had "gotten really, really hot" and was not only in where they operated. The stimulation was stinging the patient's vaginal area and inside their butt.